Event description:
The patient called back to request another doctor listing and one was sent. It was also reported the patient wanted to get in touch with a local manufacturer's representative to have the device adjusted, they were redirected to the national answering service. No further complications were reported or are anticipated.

Event description:
Additional information was received from a consumer. It was reported that steps taken or planned to resolve the return of symptoms, leakage/accidents were that the patient was put on myrbetriq 50 mg at their last visit with their current physician about a year ago, which helped some. At one time, the patient also saw a manufacturer representative who checked the device because the patient was having more accidents. It was reported the circumstances that led to the return of symptoms were that the patient always had leakage with the therapy but not as much. About 4 months ago, they had been having more accidents. It was noted the patient had overactive bladder (oab). The patient had to wear depend underwear plus poise nighttime, long length all the time, changing the pads 3 times a day at times. It was reported the return of symptoms had not been resolved. The patient was not sure what led to their issues and at one time was told the device might need to be replaced after 2 years. The patient had tried adjusting the programs which seemed to work about maybe a week and they would adjust it again.

Event description:
A patient reported they had a return of symptoms. There was no trauma or falls that could be related to the issue. The event was not related to the positional movement. The patient stated there was no electromagnetic interference exposure that could be related to the issue. The patient reported their bladder was awful and she kept having accidents. The patient stated the symptoms were sudden in onset. The patient had been increasing their stimulation. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-feb-06. The patient stated that their healthcare professional (hcp) originally placed but they moved (B)(6) with. When asked if the patient notified their managing physician about the return of symptoms; leakage/accidents the patient stated thatthey did see the manufacture representative in their office to check out about 2 years ago. They saw a different hcp but they did not deal. The steps taken to resolve the return of symptoms, leakage, and accidents included medication.